Manufacturer narrative:
The user reported having to be hospitalized on 2 separate occasions. First event happened (B)(6) 2025 and system default time of 12:00 pm second on (B)(6) 2025, user cannot recall time when this happened so we will use the system default time of 12:00 pm. According to the user, first time user got pneumonia and had to be hospitalized, the second time she had fluid buildup around her heart caused by an allergic reaction to forxiga she had been prescribed.the event was not related to a sensor insertion/removal and diabetes.the user received short-term and long-term insulin as treatment at the hospital.the user was prescribed forxiga, with short-term and long-term insulin as medication.

Event description:
User reported having to be hospitalized on 2 separate occasions. First event happened (B)(6) 2025 and system default time of 12:00 pm second on (B)(6) 2025, user cannot recall time when this happened so we will use the system default time of 12:00 pm. According to the user, first time user got pneumonia and had to be hospitalized, the second time she had fluid buildup around her heart caused by an allergic reaction to forxiga she had been prescribed.the event was not related to a sensor insertion/removal and diabetes.the user received short-term and long-term insulin as treatment at the hospital.the user was prescribed forxiga, with short-term and long-term insulin as medication.